Event description:
It was reported that the flow was low in an arctic sun device. Per review of wo on 17feb2025, device was used on patient. There was no patient injury report. Per follow up information received via mail on 18feb2025, the device would be sent to imi. The issue has not been resolved yet.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow was low in an arctic sun device. Per review of wo on 17feb2025, device was used on patient. There was no patient injury report. Per follow up information received via mail on 18feb2025, the device would be sent to imi. The issue has not been resolved yet.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. During the evaluation it was found that the circulation pump had failed. Circulation pump was replaced. Arctic sun passed all tests successfully and unit is ready to be back in service. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: e, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.